Event description:
The reporter stated the surgeon inserted and removed a 12.5mm icm125v4 implantable collamer lens within the same surgery due to excessive vaulting. Subsequently, the patient experienced elevated iop, narrowing of the angle, angle closure and shallowing of the anterior chamber. An iridectomy was performed. Patient had a visual field defect and iris transillumination. A different type lens was implanted. The reporter stated the patient had minor visual field pre-op. The patient's best-corrected visual acuity is 20/25.

Manufacturer narrative:
(Iridectomy), (visual field defect), (iris transillumination).